Event description:
Operating room employee broke out in a raised red open rash on the back of her hands and began to have itching over her whole body. She went to employed health where she was told that she may have a latex problem and to stop scrubbing for 2 weeks, apparently it was believed that someone had given her a latex glove hby mistake. She wore the glove again and had the same reaction. Employee health then sent her to a specailist and she had testing performed, which revealed that she has allergies, but not to latex. She was instructed to not scrub again for 2 weeks.